Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw locking/unknown lot number, original implant date unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a synthes tibia nail with broken proximal screw. Delayed healing nonunion present requiring revision surgery. The tibia nail and 4 screws, including broken screw were removed easily without additional intervention. Two independent 4.0 cannulated screws were also removed. A larger diameter nail was implanted along with 4 new locking screws to address the non-union. The procedure was completed successfully. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.